Event description:
It was reported that the 7700 system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock assemble needs to be replaced. The customer cancelled the service call. A follow up report will be filed, when add'l details become available.